Event description:
It was reported that the patient moved during implant of the intraocular lens, (iol). The lens was only partially implanted and the doctor was unable to complete due to the instability of the patient; who kept moving. The lens was removed. There was no actual complaint against this product as the event was due to a weak patient anatomy where prior to implant, the doctor performed a vitrectomy. The doctor cut the lens in half and removed it from the incision site without any incision enlargement or additional complications. The doctor decided to implant an anterior chamber lens and an incision enlargement was required. The surgery was completed successfully and the patient went home with no complications. No further information was provided.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to our quality assurance laboratory for inspection. A visual inspection noted that the lens had one (1) broken haptic, a torn optic, and appeared to have evidence of blood and viscoelastic. Placeholder.